Manufacturer narrative:
Customer contact reports no patient information is available.

Event description:
The hospital reported an error that resulted in the loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no report of patient injury.